Event description:
Patient went into severe symptomatic bradycardia 30-45 minutes after returning from x-ray. Pacemaker had been functioning properly prior to and immediately after 2 view x-ray of chest in the x-ray department. Patient had been assisted to commode by 2 staff with observing left arm movement restrictions prior to going to x-ray. Rapid response team was activated for change of condition. Patient was determined to be in 3rd degree heart block with pacer not pacing, external pacing initiated. Per dr. (B)(6), permanent pacemaker had been completely dislodged. Patient taken back to cath lab for revision of pacer. Provider with suspicion of a defective lead and it was sent back to the company for engineering review.